Event description:
It was reported that a gomco circumcision clamp; nut is very hard to thread off. Threading on is ok. Nylon bushing is rubbing off. Binding is causing excessive bleeding.

Manufacturer narrative:
The user facility, (B)(6), reported that a gomco circumcision clamp; "nut is very hard to thread off. Threading on is ok. Nylon bushing is rubbing off. Binding is causing excessive bleeding." The clamp was not returned for eval. Therefore, the clamp involved could not be evaluated as to whether it was damaged by sterilization temperatures in excess of those specified in the instructions for use. Further, it could not be determined whether the clamp involved in the surgery was a gomco circumcision clamp distributed by allied healthcare products or whether components of the clamp had been mixed with parts from another MFR. In addition, the nylon washer in the clamp nut could be damaged if the clamp is sterilized above the 250 degrees fahrenheit as recommended in the IFU. This MDR is being filed retroactively in an abundance of caution in that the company has not been able to quantify what the practitioner meant by "excessive" with respect to bleeding.